Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. The instrument was found to have a broken yaw cable at the distal end and a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. In addition, the instrument was found to have the main tube dislodged at the proximal end. A review of the instrument log for the permanent cautery hook instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sl0112. Logs also confirmed that the instrument has 9 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could potentially cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is unknown.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument was found to have a broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The procedure was completed successfully and no injury occurred to the patient. The customer was unable to provide any additional information.